Event description:
The customer stated a cell-dyn analyzer generated a falsely decreased wbc result of 0.06 for one patient sample. The sample was repeated and generated a wbc result of 8.8. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The low wbc results issue was resolved by replacing pinch valve assembly 213 and pinch valve assembly 227, the stating tubing and fittings from the mixpot assembly to the peristaltic pump assembly, and the manifold valve assembly. No adverse trend was identified. Labeling was reviewed and found to be adequate. Based on the investigation, no product deficiency was identified.

Manufacturer narrative:
A follow-up report will be submitted when the evaluation is complete.